Event description:
It was reported that the red led was on as the battery was taken out of the box. No adverse event reported.

Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.